Event description:
It was reported that the surgeon is a frequent dermatome user and had this one case where 4 different air dermatome ii's were used with 10 different blades (all with the same lot number) and a clean graft could not be acquired. The surgeon used the air dermatome ii's multiple times during the evaluation with great grafts, so this was not the first time the surgeon used these machines. There were 10 blades opened during this case and those have been discarded in sharps containers. Additional clinical follow up with the customer indicated that since a clean graft was unable to be obtained, the surgeon had to take additional unplanned graft harvests in order to obtain enough tissue to cover the burn site. There was no medical intervention required for the pt. Hospital staff stated that they were unable to estimate an approximate amount of time that the surgical procedure was extended because this case was going to be a very long case anyway, however the amount of the extension would have been enough to allow time to obtain the additional dermatome handpieces and harvest the additional grafts needed to cover the burn site.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/30/2013 and has no repair history at zimmer surgical. Evaluation of the device observed minor discoloration on the head of the device. No other visible issues were observed. No other visible issues were observed. The master blade was flush and the device operated within motor speed specification. Prior to repair, the device was within calibration specification at all tested settings. Customer did not report the operational pressure of the dermatomes, the width plates utilized, presence of lubrication or an extension on the hose. Known info of the event, and investigational findings support the cause of the event to most likely be incorrect user technique. The device was serviced and returned to the customer.